Event description:
A physician reported a patient with a history of multiple collagen treatments who was treated on 2 february 1998 in the nasolabial folds, glabella, oral commissures, and vertical lip lines. Immediately after the injection, the glabella "blanched" and the "redness" occurred from the glabella to the forehead. The physician diagnosed a vasospasm, massaged the glabellar area, applied topical bactroban to the area and prescribed oral duricef, which was not effective. On 5 february 1998, the physician prescribed oral augmentin. The patient developed an eschar, [date unknown] at the glabella, which later "sloughed" off [date unknown]. As of 31 march 1998, the patient had mild erythema in the glabellar area. The physician believed this was a necrosis due to the collagen. He believed the injection could not possibly have occluded the vessels, believed "there was something in that lot which induced a vasospasm and that the problem was not caused by physical pressure on the subcutaneous vessels."